Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. Unit had broken battery tube threads, cracked reservoir tube lip, reservoir tube, case window display corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the act button on the insulin pump was unresponsive after rewind was complete. The insulin pump was stuck on the rewind screen. The up and down arrow buttons did not allow the customer to navigate screens. Customer's blood glucose level was 452 mg/dl. She treated her blood glucose level with a manual injection. The customer was advised that the device would be replaced and agreed to return the product for analysis.